Manufacturer narrative:
Data and information provided by servicing team members were reviewed. This analysis concluded that for the reported event, the value of the registration error was above the specified threshold. There is no evidence that the system is out of specification. However, review of the registration error values indicated that the system accuracy was sub-optimal. The main contributor to this issue remains undetermined. A possible root cause would attribute this issue to a slight mechanical deformation during transport or shipping that would have led to a decrease of the system accuracy, although this could not be confirmed. A re-calibration of the system has been requested.

Event description:
A spine procedure dry-run at rosa one serial no.: (B)(6) at the hospital. The surgeon found the rms result of the robot/camera registration is up to 0.5mm, which is out of spec, insufficient accuracy. Surgeon tried to reduce the distance between the navigation camera to the reference plate, replace the marker spheres, the result is the same. The robot stand reference ((B)(6)) seems deformed.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A spine procedure dry-run at rosa one serial no.: (B)(4) at the hospital. The surgeon found the rms result of the robot/camera registration is up to 0.5mm, which is out of spec, insufficient accuracy. Surgeon tried to reduce the distance between the navigation camera to the reference plate, replace the marker spheres, the result is the same. The robot stand reference (rosas00134, mt-02-189 s16015) seems deformed.